Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken. Dimensional and function inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4). Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16.00/1.0/058 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2017. Refractive surprise was observed, the lens was removed and exchanged on (B)(6) 2018 and the problem was resolved. The cause of the events is rported as unknown.